Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
The dealer stated that the brakes are not holding when the patient is on a slope.

Manufacturer narrative:
Additional/updated information was added to reflect the left and right motor being returned to the manufacturer for evaluation, and subsequent testing verified the complaint. Per the initial evaluation, the right motor had a broken brake handle; however, the static torque was still able to be tested with a torque wrench and was 35 nm in both directions. The left motor static torque was also tested and was 47 nm in both directions. Both motors received an expanded evaluation. The expanded evaluation report confirmed that the brake static torque was below the required specification for both the right and the left motors. Per the engineering prints, the brake static torque specification is 61 nm. The right motor was measured to have a brake static torque of 36.6 nm and 35.3 nm in the forward and reverse directions, respectively. The left motor was measured to have a brake static torque of 48.1 nm and 46.1 nm in the forward and reverse directions, respectively. The brake static torque not meeting the required specification could make the brakes susceptible to not holding as was alleged. However, because only the motors were returned, the brakes not holding on a slope could not be tested. The underlying cause of the motors not meeting the brake static torque specification could not be determined.

Event description:
The dealer stated that the brakes are not holding when the patient is on a slope.